Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0v. A review of the share logs was performed however data will not determine the allegation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.